Event description:
Event description guidant received information that this device is attached to a non-guidant lead that is fractured. The device has been implanted less than 2 years and is at replacement time. It is also on an advisory. When the lead issue is addressed, the pacemaker will be explanted and returned for analysis.